Event description:
It was reported that the right atrial (ra) lead had chronically high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lej144347v the partial lead was returned in segments, analyzed and no anomalies were found. Product ID: d154atg implantable cardioverter defibrillator, implanted: (B)(6) 2005; product ID: 694965 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).